Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage. The cause of the reported event was consistent with procedural damage.

Event description:
Related manufacturer report number: 2017865-2024-02120. It was reported that the left ventricular (lv) lead was dislodged into the atrium. Due to the location of the dislodgement, the lv lead was unable to capture the left ventricle. A laser extraction procedure was performed, during which all leads in the pocket were inspected by the physician. Insulation damage was visually observed on the right atrial (ra) lead. The ra lead was replaced in addition to the lv lead. The patient was stable.